Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: during the administration of intravenous fluids to a newborn using a microinfusion pump, the nurse connected the microinfusion tubing with a connector and found that the fluid was not flowing properly. She then replaced both the tubing and the connector. When tested separately with a syringe, both the connector and the tubing were found to be unobstructed. However, when connected together, the fluid could not flow through.

Manufacturer narrative:
Investigation result: a mz1000 china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 24075104. The feedback provided by the customer states that, "a nurse connected the microinfusion tubing with a connector but observed poor fluid flow". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24075104 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: one mz1000 china was received without packaging for investigation. The sample was connected to an unknown extension set. The customer reported that the affected sample was from lot 24075104 and that "a nurse connected the microinfusion tubing with a connector but observed poor fluid flow". A visual inspection of the returned maxzero and extension set did not reveal any obvious product defects or manufacturing abnormalities. The sample was initially primed and flushed using a 50ml bd plastipak syringe while connected to the returned extension set, and subsequently tested again without the extension set attached. In both instances, no flow could be achieved, confirming the customer's reported experience. Flow was only successful when the maxzero was connected via a three-way stopcock and then to the bd plastipak syringe. The details of this feedback were forwarded to the manufacturing site and the supplier of the maxzero piston for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; the investigation included analysis of the piston of the affected component, it was identified that the components were within specification. However, in order to confirm the root cause of the customer's experience of occlusion, further investigation will be performed by the manufacturing plant and the supplier of the piston in order to reduce such instances during future production. A review of the production records for lot 24075104 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. Please note, since the manufacture of the affected product, the moulding of the piston has been transferred to an alternative manufacturing facility; to date, no similar reports have been received from production from this facility. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
No additional information.